Manufacturer narrative:
Product event summary: analysis confirmed the reported event, the device failed functional testing. It was also noted that the upper and lower cases were broken, the keyboard was scratched and the battery drawer o-ring was missing.

Manufacturer narrative:
This report is based solely on device analysis. No information to suggest a device related adverse event or product problem was received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that the external pulse generator would not power up. The generator was returned for service. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.